Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the helix of the implantable pacing lead became stretched and would not attach. Another lead was used and no patient complications have been reported as a result of this event.